Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having charging issues and underwent an ipg replacement procedure. All impedances were green and stimulation was confirmed postoperatively. The explanted ipg will not be returned.